Manufacturer narrative:
The reported backup vvi was confirmed and was due to parity errors from excessive charges . The device's functionality was tested on the automated electrical test system. No anomalies were detected. The battery depletion is considered normal due to the excessive hv charging.

Event description:
During a follow up, the device was unable to interrogate. An alert for backup vvi without defibrillation support was noted. When the hv therapy was programmed on, it was oversensing and started to charge. Low battery voltage was observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.